Manufacturer narrative:
There was no sample, product catalog number or lot number provided for this report. In the absence of a lot / batch number, no focused investigation of manufacturing batch records could reasonably be completed. In the absence of a sample, the problem, product adherence to specifications, and root cause could not be verified because neither functional nor chemical tests could be performed. A review of complaints from october 2015 to october 2017 was completed for this complaint and no trend was seen.

Event description:
A (B)(6) female consumer reported she experienced a severe reaction consisting of itching, burning and a red rash when steri-strip closures were applied to her abdominal incision. The red rash reportedly spread to her upper chest area. A dermatologist was consulted and prescribed triamcinolone topical ointment for treatment. She reported the reaction resolved but discoloration remained where the product was applied.